Event description:
It was reported that approximately 30 minutes into a da vinci s prostatectomy surgical procedure a small metal "disc" was observed inside of the pt. The site initially thought that the "disc" was a stapler; however, removal and examination of the "disc" revealed that is was a piece from the maryland bipolar forceps instrument. The site examined the instrument and confirmed that the instrument has a missing piece. The planned procedure was completed and no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, one of the distal idler pulleys is missing. One side of the idler pin has wear marks that line up with the close grip cable. The instrument also passed electrical continuity testing. Per the information provided by the initial reporter, the broken instrument piece was successfully retrieved from the pt.